Event description:
On 2016-02-19, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient had another refill performed on (B)(6) 2016 and it showed exactly the same as the previous refill. Only 13 ml could be refilled into the pump. The patient was scheduled for another refill on (B)(6) 2016 and a rep would be in attendance to perform an x-ray of the pump to see the back of the pump and assess for deformation.

Event description:
On 2016 (B)(6) the representative reported that there were no patient symptoms associated with this event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who was receiving lioresal 2000 ug/ml at a dose of 279.6 ug via an implantable pump. The implant date was reported as approximate. The lot number, concomitant medications, and medical history were not obtainable. During normal use and during a refill the physician was not able to refill the total amount of 20ml. "Always after 12ml", the physician could not fill anymore. The physician tried to aspirate 2-3 times the total volume and there was no problem. No air could be aspirated. After those tries, he could fill just 12ml instead of the 20ml. He tried to change the needle, the syringe and fill with and without filter but nothing helped. Since the pump replacement ((B)(6) 2014) until now, the pump ran without problem and there was no volume discrepancy. The issue was not resolved at the time of the report. There was no report of patient symptoms and at the time of the report the patient's status was reported as alive-no injury. No surgical intervention occurred and none was planned. The next planned refill is (B)(6) 2016. Corrective actions were already performed at the refill but those actions did not resolve the issue. No further actions or intervention have been performed and they would check the issue again at the next refill. It was unknown at this time if the patient went scuba diving or if an x-ray was performed to check the bottom of the pump. Both these questions were to be followed up by the representative. Additional information was requested for patient symptoms. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative reported that the patient came for a refill on (B)(6) 2016 with the representative in attendance. The aspirated volume was equal to the calculated one. The physician did everything ¿perfectly¿ . Despite after 13 ml of easy filling, no more medication could be filled into the pump. There was no leaking refill kit and no additional air into the pump. Due to the patient's age, no x-ray image was done. A pump replacement was to be planned ¿autumn 16¿ or early next year. The pump will be sent in for further analysis when done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was replaced, and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated during the last refill procedure on (B)(4) 2018 it was only possible to refill 7 ml. Pump replacement was scheduled for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarifying information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was not replaced in the fall of 2016 and was scheduled to be replaced on (B)(4) 2018. The date of last refill was (B)(4) 2018 (not previously reported date of (B)(4) 2018). The pump was planned to be returned to the manufacturer following explant.

Manufacturer narrative:
Analysis found the outer shield was concave which affected the in-vivo performance of the pump. During lab testing there were issues with filling the pump; analysis could only fill the pump to 8 ml. Analysis could not determine the cause of the anomaly. If information is provided in the future, a supplemental report will be issued.